Event description:
Patient presented with a reverse taper neck with mild angulation. Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal extension were uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed with good seal, along with a cardiomems device.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] endoleak is a known risk of the procedure. Patient had mild angulation potentially contributing to type I endoleak. Unknown if patient anatomy met criteria for indications for use.